Event description:
During attempted implant, it was reported that the lead could not be removed from the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Epoxy was found in the connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.